Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The patient experienced an adverse event that was inadvertently omitted from the previous report. The patient experienced a blood glucose (bg) of 480 mg/dl with nausea, vomiting and abdominal pain.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that there is a history settings issue. The reporter stated that they have lost confidence in the pump. The reporte/rstated that the site was last changed seven days ago on (B)(6) 2014. This report is made based on the allegation of the history settings (inaccurate delivery) issue.

Manufacturer narrative:
Follow-up #2 date of submission 09/16/2016-device evaluation: the cartridge has been returned and evaluated by product analysis on 08/23/2016 with the following findings: evaluation revealed that the black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The display screen has a pinkish contrast. Battery compartment is cracked above and below the bumper pad. Returned battery cap has stripped threads; test cap used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.